Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 28.5cm was returned for analysis. External insulation abrasion was noted at 20.0-20.1cm from the proximal end of the original svc coil position, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4). (B)(6).